Manufacturer narrative:
(B)(4). It was reported that a derma carrier had particulate inside the packaging that was found to be larger than acceptable. The sample size per department sampling plan form dictates that the sampling size for qa inspection for this product must be at least 19. The returned box of dermacarriers contained one or more units that had particulate in the packaging. Zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. Based on a visual comparison shown in the attached pictures, the particulate identified does not meet the acceptance criteria and is therefore nonconforming. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room. This room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits, environmentally controlled and clean room gowning procedure used at zimmer (B)(4). This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that loose particulate (foreign substance) was found, which was larger than 0.60mm2. No adverse events have been reported as a result of the malfunction.